Event description:
It was reported that an asymptomatic patient presented in the or for an elective ICD explant at the patient's request. Externalized conductors were noted via fluoroscopy. No electrical abnormalities were detected. Lead was capped.